Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2026-00308827-1-L1,12/5/2013,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Left 8,75005557,G1131434,75005557,,07611996042887,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Aseptic loosening Patella.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,76,Female,93,1/23/2012,12/5/2013,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L2,2/22/2008,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 6,75005551,0709474,75005551,,07611996042825,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,86,Female,,1/22/2008,2/22/2008,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L3,4/19/2024,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 6,75005551,20280504,75005551,,07611996042825,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,Male,,7/28/2021,4/19/2024,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L4,2/26/2009,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 8,75005552,f0700451,75005552,,07611996042832,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,72,Male,,8/16/2007,2/26/2009,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L5,7/28/2010,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 8,75005552,fo709632,75005552,,07611996042832,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma; Previous Infection,66,Male,,5/15/2009,7/28/2010,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L6,4/10/2013,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Left 8,75005557,f0709816,75005557,,07611996042887,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Male,,6/14/2010,4/10/2013,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L7,5/3/2016,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 6,75005551,L1411775,75005551,,07611996042825,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,49,Female,,4/4/2016,5/3/2016,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L8,7/3/2018,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 6,75005551,f1014991,75005551,,07611996042825,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,86,Female,,10/4/2013,7/3/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L9,12/17/2018,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 6,75005551,H1308216,75005551,,07611996042825,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Previous Trauma,62,Female,63,8/21/2013,12/17/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L10,8/15/2019,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 4,75005550,l1802106,75005550,,07611996042818,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,75,Female,,6/11/2019,8/15/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L11,9/18/2020,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Left 4,75005555,l1411645,75005555,,07611996042863,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis; Previous Trauma,80,Female,,8/7/2020,9/18/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L12,6/23/2022,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 4,75005550,12123688,75005550,,07611996042818,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,79,Female,,6/1/2022,6/23/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L13,8/19/2019,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Left 6,75005556,f0909566,75005556,,07611996042870,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Infection/Stiffness/ProgressiveAthritis.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,74,Female,,12/31/2009,8/19/2019,E1906;E1616;E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L14,8/10/2021,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Left 8,75005557,I1926514,75005557,,07611996042887,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,73,Male,,5/24/2021,8/10/2021,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00308827-1-L15,3/23/2015,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Modular Femur Right 2,75005549,h1216370,75005549,,07611996042801,,,IN,"It was reported that, based on the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024, using an RT-PLUS Modular Femoral Component. Of these, one (1) knee was later revised due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and fifty-seven (257) knees underwent primary TKA in between 14-Apr-2004 and 11-Dec-2024 which a RT-PLUS Modular Femoral Component was implanted. Of these, fifteen (15) knees required revision due to the following reasons: one (1) knee due to patella aseptic loosening, two (2) due to dislocation/subluxation, ten (10) due to infection, one (1) due to stiffness, one (1) due to progressive arthritis, one (1) due to peri-prosthetic fracture and two (2) due to other reasons. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 14-Apr-2004 and 11-Dec-2024 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and fifty-seven (257) knees underwent primary TKA between 14-Apr-2004 and 11-Dec-2024 in which a RT-PLUS Modular Femoral Component was implanted. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 2.35% (1.06%¿5.15%) vs 1.8% (1.5%¿2.1%) of the class;- At 2nd postoperative year: 4.01% (2.17%¿7.32%) vs 2.9% (2.5%¿3.3%) of the class;- At 3rd postoperative year: 4.90% (2.81%¿8.48%) vs 3.7% (3.3%¿4.2%) of the class;- At 4th postoperative year: 4.90% (2.81%¿8.48%) vs 4.6% (4.0%¿5.1%) of the class;- At 5th postoperative year: 5.46% (3.20%¿9.25%) vs 5.3% (4.7%¿5.9%) of the class;- At 6th postoperative year: 6.06% (3.61%¿10.08%) vs 5.9% (5.3%¿6.6%) of the class;- At 7th postoperative year: 6.06% (3.61%¿10.08%) vs 6.5% (5.8%¿7.2%) of the class;- At 8th postoperative year: 6.06% (3.61%¿10.08%) vs 7.1% (6.4%¿7.9%) of the class;- At 9th postoperative year: 6.06% (3.61%¿10.08%) vs 7.5% (6.7%¿8.3%) of the class;- At 10th postoperative year: 7.23% (4.24%¿12.21%) vs 8.2% (7.3%¿9.2%) of the class;- At 11th postoperative year: 7.23% (4.24%¿12.21%) vs 8.9% (7.9%¿10.0%) of the class;- At 12th postoperative year: 7.23% (4.24%¿12.21%) vs 9.2% (8.1%¿10.3%) of the class;- At 13th postoperative year: 7.23% (4.24%¿12.21%) vs 9.4% (8.3%¿10.7%) of the class;The cumulative revision rates for the RT-PLUS Modular Knee System over the first 13 post-operative years were not statistically significantly different from those of all other hinged knee implants reported in the NJR, as evidenced by overlapping 95% confidence intervals. Interpretation of these results should consider that the confidence intervals are relatively wide, reflecting the limited number of RT-PLUS Modular implantations. More than half of the reported revisions for the RT-PLUS Modular were attributed to infection. As infection is a well-recognized complication following joint replacement surgery, this finding does not indicate an implant-specific failure mechanism. Overall, the postoperative complications reported for the RT-PLUS Modular Knee System were consistent with the potential harms previously identified in the DFMEAs.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Female,85,9/18/2013,3/23/2015,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312667-1-L1,2/17/2014,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Comp. Right 8,75005497,10602836,75005497,,07611996007893,,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 using an RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to Infection/Other.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 which a RT-PLUS Femoral Component was implanted. Of these, four (4) knees required revision due to the following reasons: two (2) knees due to infection, one (1) knee due to prosthesis dislocation/subluxation, one (1) knee due to malalignment, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness and one (1) knee due to other causes. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 22-Jul-2003 and 27-Nov-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and thirty-one (231) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in United Kingdom between 22-Jul-2003 and 27-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 0.47% (0.07%-3.29%) vs 1.8% (1.5%-2.1%) of the class.; -At 2nd postoperative year: 1.00% (0.25%-3.93%) vs 2.9% (2.5%-3.3%) of the class.; -At 3rd postoperative year: 1.00% (0.25%-3.93%) vs 3.7% (3.3%-4.2%) of the class.; -At 4th postoperative year: 1.00% (0.25%-3.93%) vs 4.6% (4.0%-5.1%) of the class.; -At 5th postoperative year: 1.67% (0.53%-5.16%) vs 5.3% (4.7%-5.9%) of the class.; -At 6th postoperative year: 1.67% (0.53%-5.16%) vs 5.9% (5.3%-6.6%) of the class.; -At 7th postoperative year: 2.54% (0.93%-6.82%) vs 6.5% (5.8%-7.2%) of the class.; -At 8th postoperative year: 2.54% (0.93%-6.82%) vs 7.1% (6.4%-7.9%) of the class.; -At 9th postoperative year: 2.54% (0.93%-6.82%) vs 7.5% (6.7%-8.3%) of the class.; -At 10th postoperative year: 2.54% (0.93%-6.82%) vs 8.2% (7.3%-9.2%) of the class.; -At 11th postoperative year: 2.54% (0.93%-6.82%) vs 8.9% (7.9%-10.0%) of the class.; -At 12th postoperative year: 2.54% (0.93%-6.82%) vs 9.2% (8.1%-10.3%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the RT-PLUS Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Avascular Necrosis (AVN);Osteoarthritis;Previous Trauma,89,Male,,5/3/2007,2/17/2014,E1906;E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312667-1-L2,5/5/2012,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Comp. Right 6,75005496,k1201985,75005496,,07611996007886,,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 using an RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 which a RT-PLUS Femoral Component was implanted. Of these, four (4) knees required revision due to the following reasons: two (2) knees due to infection, one (1) knee due to prosthesis dislocation/subluxation, one (1) knee due to malalignment, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness and one (1) knee due to other causes. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 22-Jul-2003 and 27-Nov-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and thirty-one (231) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in United Kingdom between 22-Jul-2003 and 27-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 0.47% (0.07%-3.29%) vs 1.8% (1.5%-2.1%) of the class.; -At 2nd postoperative year: 1.00% (0.25%-3.93%) vs 2.9% (2.5%-3.3%) of the class.; -At 3rd postoperative year: 1.00% (0.25%-3.93%) vs 3.7% (3.3%-4.2%) of the class.; -At 4th postoperative year: 1.00% (0.25%-3.93%) vs 4.6% (4.0%-5.1%) of the class.; -At 5th postoperative year: 1.67% (0.53%-5.16%) vs 5.3% (4.7%-5.9%) of the class.; -At 6th postoperative year: 1.67% (0.53%-5.16%) vs 5.9% (5.3%-6.6%) of the class.; -At 7th postoperative year: 2.54% (0.93%-6.82%) vs 6.5% (5.8%-7.2%) of the class.; -At 8th postoperative year: 2.54% (0.93%-6.82%) vs 7.1% (6.4%-7.9%) of the class.; -At 9th postoperative year: 2.54% (0.93%-6.82%) vs 7.5% (6.7%-8.3%) of the class.; -At 10th postoperative year: 2.54% (0.93%-6.82%) vs 8.2% (7.3%-9.2%) of the class.; -At 11th postoperative year: 2.54% (0.93%-6.82%) vs 8.9% (7.9%-10.0%) of the class.; -At 12th postoperative year: 2.54% (0.93%-6.82%) vs 9.2% (8.1%-10.3%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the RT-PLUS Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,67,Female,,3/28/2012,5/5/2012,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312667-1-L3,10/14/2015,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Comp. Right 8,75005497,k1215156,75005497,,07611996007893,,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 using an RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to Dislocation/Subluxation/Malalignment/Stiffness.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 which a RT-PLUS Femoral Component was implanted. Of these, four (4) knees required revision due to the following reasons: two (2) knees due to infection, one (1) knee due to prosthesis dislocation/subluxation, one (1) knee due to malalignment, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness and one (1) knee due to other causes. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 22-Jul-2003 and 27-Nov-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and thirty-one (231) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in United Kingdom between 22-Jul-2003 and 27-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 0.47% (0.07%-3.29%) vs 1.8% (1.5%-2.1%) of the class.; -At 2nd postoperative year: 1.00% (0.25%-3.93%) vs 2.9% (2.5%-3.3%) of the class.; -At 3rd postoperative year: 1.00% (0.25%-3.93%) vs 3.7% (3.3%-4.2%) of the class.; -At 4th postoperative year: 1.00% (0.25%-3.93%) vs 4.6% (4.0%-5.1%) of the class.; -At 5th postoperative year: 1.67% (0.53%-5.16%) vs 5.3% (4.7%-5.9%) of the class.; -At 6th postoperative year: 1.67% (0.53%-5.16%) vs 5.9% (5.3%-6.6%) of the class.; -At 7th postoperative year: 2.54% (0.93%-6.82%) vs 6.5% (5.8%-7.2%) of the class.; -At 8th postoperative year: 2.54% (0.93%-6.82%) vs 7.1% (6.4%-7.9%) of the class.; -At 9th postoperative year: 2.54% (0.93%-6.82%) vs 7.5% (6.7%-8.3%) of the class.; -At 10th postoperative year: 2.54% (0.93%-6.82%) vs 8.2% (7.3%-9.2%) of the class.; -At 11th postoperative year: 2.54% (0.93%-6.82%) vs 8.9% (7.9%-10.0%) of the class.; -At 12th postoperative year: 2.54% (0.93%-6.82%) vs 9.2% (8.1%-10.3%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the RT-PLUS Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,66,Female,74,12/6/2013,10/14/2015,E1614;E2308;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00312667-1-L4,9/15/2020,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Comp. Right 4,75005495,l1500976,75005495,,07611996007879,,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 using an RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and thirty-one (231) knees underwent primary TKA in between 22-Jul-2003 and 27-Nov-2025 which a RT-PLUS Femoral Component was implanted. Of these, four (4) knees required revision due to the following reasons: two (2) knees due to infection, one (1) knee due to prosthesis dislocation/subluxation, one (1) knee due to malalignment, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness and one (1) knee due to other causes. Multiple reasons for revision may be listed for a single revision case. ;Timeframe of Registry Data: Implantations conducted between 22-Jul-2003 and 27-Nov-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and thirty-one (231) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in United Kingdom between 22-Jul-2003 and 27-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 0.47% (0.07%-3.29%) vs 1.8% (1.5%-2.1%) of the class.; -At 2nd postoperative year: 1.00% (0.25%-3.93%) vs 2.9% (2.5%-3.3%) of the class.; -At 3rd postoperative year: 1.00% (0.25%-3.93%) vs 3.7% (3.3%-4.2%) of the class.; -At 4th postoperative year: 1.00% (0.25%-3.93%) vs 4.6% (4.0%-5.1%) of the class.; -At 5th postoperative year: 1.67% (0.53%-5.16%) vs 5.3% (4.7%-5.9%) of the class.; -At 6th postoperative year: 1.67% (0.53%-5.16%) vs 5.9% (5.3%-6.6%) of the class.; -At 7th postoperative year: 2.54% (0.93%-6.82%) vs 6.5% (5.8%-7.2%) of the class.; -At 8th postoperative year: 2.54% (0.93%-6.82%) vs 7.1% (6.4%-7.9%) of the class.; -At 9th postoperative year: 2.54% (0.93%-6.82%) vs 7.5% (6.7%-8.3%) of the class.; -At 10th postoperative year: 2.54% (0.93%-6.82%) vs 8.2% (7.3%-9.2%) of the class.; -At 11th postoperative year: 2.54% (0.93%-6.82%) vs 8.9% (7.9%-10.0%) of the class.; -At 12th postoperative year: 2.54% (0.93%-6.82%) vs 9.2% (8.1%-10.3%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the RT-PLUS Femoral Component and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Osteoarthritis,68,Female,,2/12/2016,9/15/2020,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L1,6/8/2007,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 4 cem,75005555,0304131850,75005555,,07611996042863,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,73,Female,,12/3/2004,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L2,2/13/2010,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 10 cem,75005553,0611135764,75005553,,07611996042849,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,66,Male,,1/21/2009,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L3,4/28/2011,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 2 cem,75005554,0703714,75005554,,07611996042856,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,78,Female,,8/7/2009,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L4,2/7/2012,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 4 cem,75005555,75005555,75005555,,07611996042863,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,67,Female,,9/23/2011,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L5,9/12/2012,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 4 cem,75005555,f1021384,75005555,,07611996042863,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Other, Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Dislocation/Subluxation.,65,Female,95,8/24/2011,,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L6,2/5/2013,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 8 cem,75005557,F0702931,75005557,,07611996042887,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Aseptic loosening Femur,Aseptic loosening Tibia.",70,Male,,2/10/2010,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L7,10/3/2013,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,f0808240,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Aseptic loosening Femur.,84,Female,,5/28/2009,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L8,10/11/2013,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 8 cem,75005557,h1213962,75005557,,07611996042887,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Infection,Stiffness.",77,Male,,2/8/2013,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L9,1/3/2014,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 2 cem,75005554,F0809083,75005554,,07611996042856,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Aseptic loosening Tibia,Instability.",73,Female,,8/17/2009,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L10,10/28/2014,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,0505.13.2829,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Lysis Femur, Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Periprosthetic Fracture.,66,Female,,5/22/2005,,E161201;E1627;E2127,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L11,7/6/2015,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 6 cem,75005556,h13`02390,75005556,,07611996042870,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Instability.,64,Female,,1/2/2014,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L12,7/15/2015,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,f0702876,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Unexplained Pain, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Aseptic loosening Femur.,70,Female,,10/8/2007,,E2330;E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L13,3/2/2016,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 4 cem,75005555,f0808239,75005555,,07611996042863,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Instability,Malalignment.",57,Female,,9/14/2010,,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L14,6/17/2016,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,f1018081,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Progressive Athritis.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Aseptic loosening Tibia.,68,Female,,12/22/2010,,E1602,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L15,12/6/2016,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 6 cem,75005556,h1303303,75005556,,07611996042870,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Aseptic loosening Tibia,Lysis Tibia,Wear of Polyethylene Component.",73,Female,,10/22/2013,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L16,7/21/2017,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 6 cem,75005556,h1142793,75005556,,07611996042870,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection, Lysis Femur.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,70,Female,,9/18/2012,,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L17,1/19/2018,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,0304.13.1849,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Lysis Femur, Lysis Tibia, Wear of Polyethylene Component.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Dislocation/Subluxation,Instability.",75,Female,,9/7/2004,,E1627,F1905,A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L18,5/30/2018,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 8 cem,75005557,h1212684,75005557,,07611996042887,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Infection,Lysis Femur,Lysis Tibia.",84,Male,,6/25/2013,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L19,7/23/2018,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,l1411627,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Instability.,74,Female,,2/15/2018,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L20,1/23/2019,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 6 cem,75005551,H1400967,75005551,,07611996042825,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,78,Male,,3/27/2014,1/23/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L21,8/12/2019,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 10 cem,75005553,0312136022,75005553,,07611996042849,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection, Lysis Femur, Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Aseptic loosening Femur,Aseptic loosening Tibia.",75,Male,,4/28/2008,8/12/2019,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L22,9/6/2019,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 4 cem,75005555,f0904086,75005555,,07611996042863,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,69,Male,95,3/12/2010,9/6/2019,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L23,9/7/2022,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 6 cem,75005556,f0701894,75005556,,07611996042870,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Wear of Polyethylene Component, Component Dissociation.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,73,Male,,9/5/2007,9/7/2022,E2401,F1905,A040503;A051201,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L24,2/2/2023,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 8 cem,75005557,h1207396,75005557,,07611996042887,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Infection.,80,Male,,10/23/2012,2/2/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L25,4/4/2023,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 4 cem,75005555,i2021593,75005555,,07611996042863,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Lysis Femur,Lysis Tibia,Wear of Polyethylene Component,Other.",81,Female,,3/31/2022,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L26,7/28/2023,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,0505.13.2829,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Instability.,84,Female,,9/14/2005,7/28/2023,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L27,2/7/2024,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Right 4 cem,75005550,272326,75005550,,07611996042818,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Lysis Femur,Instability.",74,Female,,6/21/2021,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L28,8/16/2024,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 6 cem,75005556,0506.13.3880,75005556,,07611996042870,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Aseptic loosening Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Other unspecified reasons.,69,Female,,11/6/2006,8/16/2024,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314366-1-L29,6/16/2025,4/30/2026,1/28/2026,RT-PLUS Modular Knee System,RT-PLUS Mod Femoral Comp. Left 4 cem,75005555,202201,75005555,,07611996042863,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and ninety (290) knees underwent revision TKA procedures between 7-Sep-2004 and 12-Aug-2025, using a RT-PLUS Modular Femoral Component. From these, twenty-nine (29) knees were later re-revised due to the following complications: fifteen (15) knees due to infection, seven (7) knees due to aseptic loosening of femur, six (6) knees due to aseptic loosening of tibia, four (4) knees due to lysis (femur), three (3) knees due to progressive arthritis remaining, two (2) knees due to lysis (tibia), two (2) knees due to wear of polyethylene component, one (1) knee due to component dissociation, one (1) knee due to pain, one (1) knee due to periprosthetic fracture, one (1) knee due to stiffness, one (1) knee due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 7-Sep-2004 and 12-Aug-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred and ninety (290) knees underwent Revision TKA between 7-Sep-2004 and 12-Aug-2025 in which a RT-PLUS Modular Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS Modular at 10 years (10.22%, CI: 6.81%, 15.2%) is statistically significantly lower than all other hinged knees in the NJR (17.0%, CI: 16.0%, 18.0%), based on non-overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations. The cumulative re-revision rate for RT-PLUS Modular at 15 years (15.52%, CI: 9.99%, 23.68%) is not statistically significantly different than all other hinged knees in the NJR (21.70%, CI: 20.2%, 23.2%), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.4% (0.53%¿3.7%) vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2.85% (1.43%¿5.61%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.02% (2.25%¿7.15%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 4.42% (2.53%¿7.66%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 6.64% (4.17%¿10.5%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 7.57% (4.88%¿11.65%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 7.57% (4.88%¿11.65%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.77% (5.76%¿13.24%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.77% (5.76%¿13.24%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 10.22% (6.81%¿15.2%) vs 17.0% (16.0%¿18.0%) of the class;-At 11th postoperative year: 10.99% (7.37%¿16.23%) vs 17.90% (16.9%¿19.0%) of the class;-At 12th postoperative year: 11.88% (8.01%¿17.45%) vs 19.10% (18.0%¿20.3%) of the class;-At 15th postoperative year: 15.52% (9.99%¿23.68%) vs 21.70% (20.2%¿23.2%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Unexplained Pain,Stiffness.",57,Female,,8/21/2017,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314427-1-L1,6/20/2012,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component Left 8 cem,75005502,io704924,75005502,,07611996007923,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, four (4) knees were later re-revised due to the following complications: two (2) knees due to infection, one (1) knee due to aseptic loosening of femur, one (1) knee due to malalignment, one (1) knee due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 6-Oct-2003 and 19-Sep-2022 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of fifty-four (54) knees underwent Revision TKA between 6-Oct-2003 and 19-Sep-2022 in which a RT-PLUS Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS at 1 to 10 years of follow-up is lower but not statistically significantly different than all other hinged knees in the NJR (class), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0% vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2% (0.28%¿13.36%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.04% (1.03%¿15.21%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 6.22% (2.05%¿18.09%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 8.69% (3.34%¿21.62%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 8.69% (3.34%¿21.62%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 8.69% (3.34%¿21.62%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.69% (3.34%¿21.62%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.69% (3.34%¿21.62%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 8.69% (3.34%¿21.62%) vs 17.0% (16.0%¿18.0%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Infection, Lysis Femur.",80,Female,,12/18/2008,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314427-1-L2,4/1/2016,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component Left 4 cem,75005500,I0704662,75005500,,07611996007909,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, one (1) knee was later re-revised due to:Aseptic loosening Femur, Malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, four (4) knees were later re-revised due to the following complications: two (2) knees due to infection, one (1) knee due to aseptic loosening of femur, one (1) knee due to malalignment, one (1) knee due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 6-Oct-2003 and 19-Sep-2022 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of fifty-four (54) knees underwent Revision TKA between 6-Oct-2003 and 19-Sep-2022 in which a RT-PLUS Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS at 1 to 10 years of follow-up is lower but not statistically significantly different than all other hinged knees in the NJR (class), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0% vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2% (0.28%¿13.36%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.04% (1.03%¿15.21%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 6.22% (2.05%¿18.09%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 8.69% (3.34%¿21.62%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 8.69% (3.34%¿21.62%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 8.69% (3.34%¿21.62%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.69% (3.34%¿21.62%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.69% (3.34%¿21.62%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 8.69% (3.34%¿21.62%) vs 17.0% (16.0%¿18.0%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Aseptic loosening Femur, Aseptic loosening Tibia, Lysis Femur, Instability.",68,Male,,5/27/2011,,E161201;E2308,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314427-1-L3,4/7/2021,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component Left 6 cem,75005501,202508707,75005501,,07611996007916,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, one (1) knee was later re-revised due to:Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, four (4) knees were later re-revised due to the following complications: two (2) knees due to infection, one (1) knee due to aseptic loosening of femur, one (1) knee due to malalignment, one (1) knee due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 6-Oct-2003 and 19-Sep-2022 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of fifty-four (54) knees underwent Revision TKA between 6-Oct-2003 and 19-Sep-2022 in which a RT-PLUS Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS at 1 to 10 years of follow-up is lower but not statistically significantly different than all other hinged knees in the NJR (class), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0% vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2% (0.28%¿13.36%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.04% (1.03%¿15.21%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 6.22% (2.05%¿18.09%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 8.69% (3.34%¿21.62%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 8.69% (3.34%¿21.62%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 8.69% (3.34%¿21.62%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.69% (3.34%¿21.62%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.69% (3.34%¿21.62%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 8.69% (3.34%¿21.62%) vs 17.0% (16.0%¿18.0%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure:Stiffness.,82,Male,,12/5/2018,,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00314427-1-L4,8/11/2020,4/30/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component Left 8 cem,75005502,20250723,75005502,,07611996007923,,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, one (1) knee was later re-revised due to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of fifty-four (54) knees underwent revision TKA procedures between 6-Oct-2003 and 19-Sep-2022, using a RT-PLUS Femoral Component. From these, four (4) knees were later re-revised due to the following complications: two (2) knees due to infection, one (1) knee due to aseptic loosening of femur, one (1) knee due to malalignment, one (1) knee due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure.;;Timeframe of Registry Data: Implantations conducted between 6-Oct-2003 and 19-Sep-2022 in United Kingdom;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of fifty-four (54) knees underwent Revision TKA between 6-Oct-2003 and 19-Sep-2022 in which a RT-PLUS Femoral Component was implanted. The cumulative re-revision rate for RT-PLUS at 1 to 10 years of follow-up is lower but not statistically significantly different than all other hinged knees in the NJR (class), based on overlapping confidence intervals. The confidence intervals are wide due to the low number of implantations.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0% vs 2.70% (2.4%¿3.0%) of the class;-At 2nd postoperative year: 2% (0.28%¿13.36%) vs 5.0% (4.6%¿5.4%) of the class;-At 3rd postoperative year: 4.04% (1.03%¿15.21%) vs 6.90% (6.4%¿7.4%) of the class;-At 4th postoperative year: 6.22% (2.05%¿18.09%) vs 8.60% (8.0%¿9.1%) of the class;-At 5th postoperative year: 8.69% (3.34%¿21.62%) vs 10.20% (9.5%¿10.8%) of the class;-At 6th postoperative year: 8.69% (3.34%¿21.62%) vs 11.70% (11.1%¿12.4%) of the class;-At 7th postoperative year: 8.69% (3.34%¿21.62%) vs 13.10% (12.4%¿13.9%) of the class;-At 8th postoperative year: 8.69% (3.34%¿21.62%) vs 14.60% (13.8%¿15.4%) of the class;-At 9th postoperative year: 8.69% (3.34%¿21.62%) vs 15.70% (14.9%¿16.6%) of the class;-At 10th postoperative year: 8.69% (3.34%¿21.62%) vs 17.0% (16.0%¿18.0%) of the class;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure:Instability, Wear of Polyethylene Component.",76,Male,,7/8/2019,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL KNEE ARTHROPLASTY (TKA): 1. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA): - RT-PLUS MODULAR FEMORAL COMPONENT: A TOTAL OF TWO HUNDRED AND FIFTY-SEVEN (257) KNEES UNDERWENT PRIMARY TKA IN BETWEEN (B)(6) 2004 AND (B)(6) 2024 WHICH A RT-PLUS MODULAR FEMORAL COMPONENT WAS IMPLANTED. OF THESE, FIFTEEN (15) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO PATELLA ASEPTIC LOOSENING, TWO (2) DUE TO DISLOCATION/SUBLUXATION, TEN (10) DUE TO INFECTION, ONE (1) DUE TO STIFFNESS, ONE (1) DUE TO PROGRESSIVE ARTHRITIS, ONE (1) DUE TO PERI-PROSTHETIC FRACTURE AND TWO (2) DUE TO OTHER REASONS. - RT-PLUS FEMORAL COMPONENT: A TOTAL OF TWO HUNDRED AND THIRTY-ONE (231) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2003 AND (B)(6) 2025 IN WHICH A RT-PLUS FEMORAL COMPONENT WAS IMPLANTED. OF THESE, FOUR (4) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PROSTHESIS DISLOCATION/SUBLUXATION, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO OTHER CAUSES. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. 2. REVISION TOTAL KNEE ARTHROPLASTY (TKA): - RT-PLUS MODULAR FEMORAL COMPONENT: A TOTAL OF TWO HUNDRED AND NINETY (290) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2004 AND (B)(6) 2025, USING A RT-PLUS MODULAR FEMORAL COMPONENT. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING OF FEMUR, SIX (6) KNEES DUE TO ASEPTIC LOOSENING OF TIBIA, ONE (1) KNEE DUE TO LYSIS (FEMUR), THREE (3) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWO (2) KNEES DUE TO LYSIS (TIBIA), TWO (2) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO PAIN, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO STIFFNESS, ONE (1) KNEE DUE TO OTHER-NOT RECORDED REASONS. - RT-PLUS FEMORAL COMPONENT: A TOTAL OF FIFTY-FOUR (54) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2003 AND (B)(6) 2022, USING A RT-PLUS FEMORAL COMPONENT. FROM THESE, FOUR (4) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF FEMUR, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO STIFFNESS. MULTIPLE REASONS FOR RE-REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 19 REVISIONS AND 33 RE-REVISIONS (52 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE RT-PLUS KNEE SYSTEM AND THE RT-PLUS MODULAR KNEE SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. MONTHLY DATA DOWNLOADS DOCUMENTED BY THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED TOTAL KNEE ARTHROPLASTY (TKA) PROCEDURES WERE STUDIED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE NATIONAL JOINT REGISTRY (NJR). THE CUMULATIVE REVISION RATES FOR THE RT-PLUS FEMORAL COMPONENT WERE STATISTICALLY SIGNIFICANTLY LOWER THAN ALL OTHER HINGED KNEES IN THE NJR AT 10 YEARS OF FOLLOW-UP, BASED ON NON-OVERLAPPING CONFIDENCE INTERVALS. ON THE OTHER HAND, THE CUMULATIVE REVISION RATES FOR RT-PLUS MODULAR FEMORAL COMPONENT AT 10 YEARS AND 15 YEARS IS LOWER BUT NOT STATISTICALLY SIGNIFICANTLY DIFFERENT THAN ALL OTHER HINGED KNEES IN THE NJR AT 10 YEARS AND 15 YEARS OF FOLLOW-UP BASED ON OVERLAPPING CONFIDENCE INTERVALS. REGARDING THE CUMULATIVE RE-REVISION RATES FOR THE RT-PLUS FEMORAL COMPONENT, THESE ARE LOWER BUT NOT STATISTICALLY SIGNIFICANTLY DIFFERENT THAN ALL OTHER HINGED KNEES IN THE NJR AT 10 YEARS OF FOLLOW-UP BASED ON OVERLAPPING CONFIDENCE INTERVALS. FOR THE RT-PLUS MODULAR FEMORAL COMPONENT, THE CUMULATIVE RE-REVISION RATES ARE STATISTICALLY SIGNIFICANTLY LOWER THAN ALL OTHER HINGED KNEES IN THE NJR AT 10 YEARS OF FOLLOW-UP, BASED ON NON-OVERLAPPING CONFIDENCE INTERVALS. THE CONFIDENCE INTERVALS ARE WIDE DUE TO THE LOW NUMBER OF IMPLANTATIONS OF RT-PLUS FEMORAL COMPONENTS AND RT-PLUS MODULAR FEMORAL COMPONENT IN BOTH PRIMARY AND REVISION TKA PROCEDURES. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL KNEE ARTHROPLASTY (TKA): 1. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA): - RT-PLUS MODULAR FEMORAL COMPONENT: A TOTAL OF TWO HUNDRED AND FIFTY-SEVEN (257) KNEES UNDERWENT PRIMARY TKA IN BETWEEN (B)(6) 2004 AND (B)(6) 2024 WHICH A RT-PLUS MODULAR FEMORAL COMPONENT WAS IMPLANTED. OF THESE, FIFTEEN (15) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO PATELLA ASEPTIC LOOSENING, TWO (2) DUE TO DISLOCATION/SUBLUXATION, TEN (10) DUE TO INFECTION, ONE (1) DUE TO STIFFNESS, ONE (1) DUE TO PROGRESSIVE ARTHRITIS, ONE (1) DUE TO PERI-PROSTHETIC FRACTURE AND TWO (2) DUE TO OTHER REASONS. - RT-PLUS FEMORAL COMPONENT: A TOTAL OF TWO HUNDRED AND THIRTY-ONE (231) KNEES UNDERWENT PRIMARY TKA BETWEEN (B)(6) 2003 AND (B)(6) 2025 IN WHICH A RT-PLUS FEMORAL COMPONENT WAS IMPLANTED. OF THESE, FOUR (4) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PROSTHESIS DISLOCATION/SUBLUXATION, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO STIFFNESS AND ONE (1) KNEE DUE TO OTHER CAUSES. MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. 2. REVISION TOTAL KNEE ARTHROPLASTY (TKA): - RT-PLUS MODULAR FEMORAL COMPONENT: A TOTAL OF TWO HUNDRED AND NINETY (290) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2004 AND (B)(6) 2025, USING A RT-PLUS MODULAR FEMORAL COMPONENT. FROM THESE, TWENTY-NINE (29) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) KNEES DUE TO INFECTION, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING OF FEMUR, SIX (6) KNEES DUE TO ASEPTIC LOOSENING OF TIBIA, ONE (1) KNEE DUE TO LYSIS (FEMUR), THREE (3) KNEES DUE TO PROGRESSIVE ARTHRITIS REMAINING, TWO (2) KNEES DUE TO LYSIS (TIBIA), TWO (2) KNEES DUE TO WEAR OF POLYETHYLENE COMPONENT, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO PAIN, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO STIFFNESS, ONE (1) KNEE DUE TO OTHER-NOT RECORDED REASONS. - RT-PLUS FEMORAL COMPONENT: A TOTAL OF FIFTY-FOUR (54) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN (B)(6) 2003 AND (B)(6) 2022, USING A RT-PLUS FEMORAL COMPONENT. FROM THESE, FOUR (4) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING OF FEMUR, ONE (1) KNEE DUE TO MALALIGNMENT, ONE (1) KNEE DUE TO STIFFNESS. MULTIPLE REASONS FOR RE-REVISION MAY BE LISTED FOR A SINGLE PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 19 REVISIONS AND 33 RE-REVISIONS (52 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.